Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for explant of an implantable cardioverter defibrillator due to infection and pocket erosion. The device was explanted successfully. The patient was in stable condition following the procedure.

Manufacturer narrative:
Correction: the previously submitted date received by manufacturer should have been mar 7, 2019 instead of mar 8, 2019.